Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of mr (worsening), as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The patient effect of mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2017, to treat functional mr with a grade of 4. One clip was implanted, reducing the mr to 1-2. (B)(6) 2017, a follow up echocardiogram was performed, and it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 2. The patient was confirmed to be stable and no additional treatment has been planned. No additional information was provided.